Event description:
It was reported that an intraocular lens (iol) was explanted approximately 1 year and 6 months post implantation due to edge dysphotopsia. The patient had complaints of flickering of objects with peripheral diplopia. The surgeon observed the nasal edge of the iol was exposed with the capsular bag folded underneath. It was presumed the patient was suffering from edge glare from light hitting the exposed edge of the lens. An iol of a different model was implanted.

Manufacturer narrative:
Per the reporter, the iol was discarded. A review of the device history record found no nonconformities or anomalies related to this complaint. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, the root cause could not be determined.

Manufacturer narrative:
Based on the information received, this event no longer meets reportability requirements and is deemed no longer reportable.

Event description:
Additional information was received indicating the lens exchange was due to edge glare with peripheral diplopia. In the surgeon's opinion, the surgeon's technique on how the rhexis was made was the most likely cause of the event.